Event description:
Customer alleged the following issues: footrest is loosing screws, the joystick knob keeps falling off, and the arm rest is broke. No injury alleged.

Manufacturer narrative:
(B)(4) - no RMA has been initiated for this issue. Model fdx-mcg, serial number/date code (B)(4) is approximately 2 years and 3 months old. The owner's manual part number (B)(4) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a (B)(6). The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The consumer alleges that he hasn't been able to elevate his legs for 2 weeks. The consumer also alleged that due to the joystick malfunctions he became stranded in the front yard. The consumer is now making use of an older chair until repairs are made. No injury alleged.